Event description:
After 2 hrs 10 mins of dialysis, the pt discontinued treatment due to feeling bad. Pt was difficult to arouse, vomited. Blood cultures were drawn. Pt put on IV vancomycin 500 mg and IV gentamicin 100 mg and transported to the ER. This pt has had five similar episodes since 2005. It occurs toward the end of dialysis or several hours thereafter. There are several months between the episodes.